Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a representative for the patient that an audible alert was emitted from the patient's implantable cardioverter de fibrillator (ICD). Upon interrogation, it was determined the alert triggered due to high right ventricular (rv) coil impedance just above the programmed threshold. The rv coil impedance was noted to have returned to below the threshold. The rv lead remains in use. No patient complications have been reported as a result of this event.